Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 235 mg/dl, 222 mg/dl, 182 mg/dl and 112 mg/dl when all tests were performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.